Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6), 2002. Subsequently, it is alleged that the patient was revised on (B)(6), 2005, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6) 2002 and was subsequently revised on (B)(6) 2005. Additional information received in the form of operative notes confirmed the revision was performed due to metallosis. The acetabular cup, modular head and taper adaptor were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00937 / 00940). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received indicates the reason for revision was due to metallosis. The stem was not reported to have been removed. There are warnings in the package insert that state that this type of event can occur. "Material sensitivity reactions."